Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Software revision number is v4-1.02. The manufacturer internal reference number is: (B)(4).

Event description:
A clinic director reported a photo refractive keratectomy (prk) enhancement procedure was performed on a patient's left eye 2 months and 14 days post lasik. An enhancement was performed to improve distance vision. Distance vision is improving but still is not as clear as the patient would have hoped. Upon follow up, patient's vision is reported to be good after enhancement. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.